Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) the charging port was brown and black. It was also reported that the controller was taking too long to charge.

Manufacturer narrative:
The device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The case description states that the controller was taking too long to charge and the user saw black and brown in the port. The op5 controller and charging cable were returned for investigation. The charging cable was observed to not have a serial number on it, indicating that it is not (B)(6). Thermal damage was observed to the charging port of the controller and to the charging cable. A piece of red debris was also observed outside between the receptacle and pcb. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. The charging speed of the battery level could also not be inspected as a result. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.